Event description:
The user facility reported that a patient was presented for a high-risk percutaneous coronary intervention (hrpci) with coronary stent implantation (csi). It was noted that the patient had severe aortic stenosis and calcification. An attempt was made to implant the impella; however, the device was unable to advance across the valve. The impella cp procedure was aborted and a percutaneous coronary intervention (pci) with orbital csi was performed without impella support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.